Event description:
It was reported that this pacemaker recorded a false positive atrial tachy response (atr) episode caused by far field oversensing on the right atrial (ra) lead channel. Technical services (ts) advised on programming options. No adverse patient effects were reported. This device remains in service.